Manufacturer narrative:
Additional information the device was returned for evaluation. However, after analysis of the returned device the clinical observation could not be confirmed. As received, the implant coil was found in good condition and still attached to the pushwire. The pushwire was found to be bent at the proximal end. The product received did not match the complaint description. As a result, follow-up was conducted for additional information and to verify the correct device was returned without success. It is possible that the pushwire became bent during return to medtronic for evaluation, as it was not returned within the dispenser coil. All coils are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil was detached during removal. It was reported that the coil was found stretched during the procedure. The physician decided to remove the stretched coil and during removal the coil detached. The physician withdrew the coil successfully and replaced it with another to complete the procedure. No patient complications were reported.